Event description:
It was reported that during a cardia cancer resection procedure, the device fired malformed staples. Additional suture was used to complete the procedure. There was no adverse patient consequence.